Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during preventative maintenance, the automated impella controller displayed a "controller error" on display on reboot. Troubleshooting steps were noted as reseated all cables and performed two restarts. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data review and device analysis: console logs from the reported day of event are consistent with complaint and show controller error alarm #1039 (defective optical sensor lamp) presenting upon boot-up, preceded by ¿5s¿ parameters indicating no light captured by ccd detector in optical bench: console troubleshooting indicated that despite operational lamp assembly and light visible at the optical pump connector, analog output of ccd detector was flat, indicating no light received. Further inspection of the optical bench revealed broken fiber at the entry of the optical cavity of optical bench, which houses ccd detector. Since the issue did not present prior to preventative maintenance (pm), it is most likely that it was due to technician error. There were no controller failure alarms of any type occurring at pm.